Event description:
Information was received based on review of a journal article titled, "pseudotumor formation and serum ions after large head metal-on-metal stemmed total hip replacement. Risk factors, time course and revisions in 706 hips" which aimed to identify the true incidence and risk factors of pseudotumor formation in large head metal-on-metal total hip arthroplasties which used the bi-metric porous-coated uncemented stem with a metal-on-metal m2a magnum femoral head and recap acetabular component, manufactured at biomet. The study was conducted over a period of five years ((B)(6) 2005 to (B)(6) 2010) and consisted of seven-hundred six (706) hips in six-hundred twenty-six (626) patients. The journal article reports the following adverse events and/or revisions: seventy-six (76) hips were revised in 73 patients; two-hundred twenty-eight (228) pseudotumors in 219 patients; eighteen (18) patients experienced swelling; one-hundred seventy-eight (178) patients experienced groin pain; one-hundred fifty-eight (158) patients reported clicking sensations; forty-four (44) patients had allergic reactions to antibiotics; thirty-nine (39) patients had allergic reactions to nickel; eighteen (18) patients suffered renal failure. In conclusion, this study shows a dramatic increase of pseudotumors in patients treated with large head metal-on-metal total hip arthroplasties after prolonged follow-up. Pain was the strongest independent predictor for pseudotumor presence, followed by clinical swelling and cobalt over 4ug/l.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). Manufacture date ¿ unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "pseudotumor formation and serum ions after large head metal-on-metal stemmed total hip replacement." This article identified thirty-nine (39) patients that had an allergic reaction to nickel. There has been no further information provided and the patient outcome is unknown.